Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2026-00242 was sent in error. This event was previously reported via MFR# 2243072-2026-00247.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by customer that they ordered bd eclipse needles have some white material on the base of the needle, to the point that it would be inserted under the skin. Verbatim: complaint via email. Email(s) attached I noticed my recently ordered bd eclipse needles have some white material on the base of the needle, to the point that it would be inserted under the skin for e.g. A subcutaneous injection. I have attached some photos. Could you please clarify whether this is normal or not?.